Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incident reported from this lot. Based on the available information, a definitive cause for the reported single leaflet device attachment, clip migration and gripper line break could not be determined. The reported poor imaging was due to the challenging patient anatomy. The reported patient effect of tissue damage resulting in mitral regurgitation (mr) appears to be due to procedural circumstances. The reported patient effects of tissue damage and mr are included in the mitraclip ntr/xtr, instructions for use, as known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the broken gripper line, single leaflet attachment, and surgery. It was reported that this was a mitraclip procedure to treat grade 4 secondary mitral regurgitation (mr) in the patient with a rotated heart from previous open heart surgery. Imaging during the case was a struggle due to the patient anatomy. During the establish gripper line removability step, the gripper line separated. When the physician pulled on one end of the gripper line it was found to be broken and it pulled out with no resistance. The other side of the gripper line was then also pulled out with no resistance. The mitraclip was deployed. After deployment, the posterior leaflet came out of the mitraclip. It was suspected that the leaflet was on top of the grippers instead of between gripper and clip arms. The mitraclip then slipped down the anterior leaflet to the level of the chordae. A second clip was considered to stabilize the first, but the physicians decided surgery was the better option. The mitral valve leaflet was surgically removed and the valve was replaced. There was chordal rupture under the posterior leaflet and anterior leaflet perforation near the annulus. There was no additional information provided.